Event description:
During a pci procedure, the catheter was being flushed when air entered the syringe. The syringe was removed and the procedure continued, but upon initial manipulation, the hub separated from the shaft. The separated portion was manually removed without any pt injury. The product was given to the sales rep, which will return it for analysis. No further attempts will be needed, since all available info was provided.

Manufacturer narrative:
The product was returned for analysis, but the eval and testing has not been completed. Add'l info will be submitted within 30 days of receipt.